Manufacturer narrative:
Draeger has started an investigation, a follow up will be submitted upon completion.

Event description:
An event was reported in which a delta patient monitoring system did not reflect changes in the patient¿s vital parameters and did not generate any alarms. At the time of the event, the patient was observed to be in a supine position, cyanotic in appearance, and had vomited. The condition of the patient was identified by a healthcare provider who was present in the room. The reported information indicates that, in the absence of direct observation, there was a potential risk of airway compromise.